Event description:
It was reported that the tip of the driver instrument was fractured during a surgical procedure. The surgeon was able to retrieve the fractured piece from the patient. No patient complications were reported.

Manufacturer narrative:
Device has not been returned to the manufacturer; therefore, product evaluation is not possible. Unable to determine the cause of the event.